Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's screen was scratched making it difficult for customer to read the screen. The customer's blood glucose value was unknown. The customer also reported that insulin pump had unexplained no delivery alarms and crack on battery cap area and thread inside it. The device will not be returned for analysis.